Manufacturer narrative:
(B)(4).

Event description:
It was reported that good threshold value could not be achieved despite several attempts. The lead was replaced. Patient condition was good throughout the procedure.